Event description:
It was observed that during the device evaluation, the maintenance unit had an issue with the air flow. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the alternating current inlet had a rear with dried taints that was recommended to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation dried taints on the rear ac inlet were confirmed. The specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.